Manufacturer narrative:
(B)(4). The device is not available for evaluation. Baxter has attempted to contact the customer to obtain additional information and to inquire if the sample is available; however, the customer has not returned any of baxter's phone calls. Should the device and/or any additional information become available; a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted which found no nonconformances.

Event description:
It was reported to baxter healthcare that one (1) ce intermate sv 100 device was received with a "detached and missing end cap." No patient involvement is reported. This report indicates a breach in the sterile fluid pathway which is a reportable event. Three units were reported. This is report 2 of 3 with the same reported problem from this facility. No additional information is available.